Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid observed on device during visual inspection but valve appears undamaged. No other issues found with the device. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of flat chamber (low iop) condition as reported by customer could not be replicated or confirmed.

Event description:
Doctor reported, "my issue was that the valve seemed not to work as it required much less than normal pressure to prime & when placed into the eye, the anterior chamber would flatten immediately. Valve was removed & another shunt implanted. No harm."